Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the device was received with contamination on the inside of the front cover and on pcb, permanent marker writing on top of the enclosure, a bent microswitch, and corroded quick connect. During the functional testing, the customer reported problem was able to be confirmed. The cause of the issue was found to be the pcb. No action will be taken due to the condition of the device. It was deemed beyond economical repair and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period

Event description:
It was reported that the device is not calibrating during preventative maintenance. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.